Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). (B)(6).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smart touch bi-directional navigation catheter, and had an issue with the catheter introducer. The physician moved this thermocool smart touch bi-directional navigation catheter into the cordis 11fr sheath and then noticed that there was bleed back from the sheath hub. After further investigation, it was found that the introducer for the thermocool smart touch bi-directional navigation catheter was not on the catheter and was in the sheath. The sheath introducer was inserted followed by the guide wire. The sheath was replaced with a new one. The thermocool smart touch bi-directional navigation catheter introducer remained in the original sheath that was removed from the patient. The procedure was continued and completed successfully with no patient consequences. Upon request, additional information was provided on the event. They were not able to measure the amount of blood that was noticed as it was absorbed in the drape. However, the physician did not think the blood loss was a risk to the patient. The biosense webster instructions for use under the directions for use states to insert the biosense webster thermocool smart touch bi-directional navigation catheter via the entrance site, using the insertion tube and an appropriately sized introducer sheath. Advance the catheter to the area under investigation. Use both fluoroscopy and electrograms (egm) to aid in proper positioning. The preface sheath, or an 8.5 f sheath, is recommended. However, the issue with the introducer coming off of the catheter is indicative of a reportable event.